Event description:
Pt had had long standing history of back and leg pain refractory to conservative care. Placement of dorsal column stimulator had given temporary relief, however, there was malfunction and/or failure of the device as determined by testing.